Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards bioprosthesis, model# 6625, PMA# p870056. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm valve implanted in the tricuspid position was disabled via a valve-in-valve replacement after an implant duration of 21 years and 5 months due to degeneration leading to stenosis and regurgitation. A 29mm transcatheter valve was implanted with a perfect result.

Manufacturer narrative:
H11: corrected data: corrected sections f10 (device code), h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10:  additional manufacturer narrative: updated b5 per new info received.  This device is not sold or marketed in the us but is similar to a device sold or marketed in the us. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy.

Event description:
Edwards received notification that a 29mm valve implanted in the tricuspid position was disabled via a valve-in-valve replacement after an implant duration of 21 years and 5 months due to degeneration leading to stenosis and regurgitation. A 29mm transcatheter valve was implanted with a perfect result. According to the physician, the surgical valve did not prematurely fail.